Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger will not charge) was confirmed. Upon investigation the battery charger was unable to properly charge a battery. The cause for the failure was isolated to a shorted u9 processor and q4 transistor on the charger bedside board. The root cause for the shorted components could not be positively identified. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. As received, the battery would not charge or power on a monitor. Upon eval the battery cell voltages were mis-matched at 4.204v, -1.858v, 4.206v. The cause for the inability to charge in a charger or power on a monitor is the excessively discharged cell. The root cause for the discharged cell cannot be positively identified. No adverse event resulted from the shorted components or the discharged cell. The patient received a replacement battery pack and battery charger/modem. MFR date: sn (B)(4), sn (B)(4) - 05/2013.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger was not charging the battery packs and that he was receiving battery faults. The patient was issued a replacement battery pack and battery charger/modem.